Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtain it will be provided in the supplement.

Event description:
Patient reported using the infusion set for several weeks. Patient stated often on the second day she smells insulin and sometimes the self-adhesive on the infusion set is wet. Patient reported also experiencing elevated blood glucose levels above 400 mg/dl. Patient stated she takes correction via the infusion device after changing the infusion set. Patient's normal blood glucose level is 140 mg/dl. Patient reported she has an appointment with her doctor next week and she wants to try a different infusion set. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.